Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had reboot issue and was offline in rss. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was unable to reboot, and it was in offline remote smart service. A field service engineer (fse) troubleshot an issue where the station was stuck on the basic input/output system (bios) password screen and not booting correctly. Initial reseating attempts were unsuccessful. Tested with a new drive cable, and the station booted properly. Replaced later with a replacement serial advanced technology attachment (sata) cable, installed it, and confirmed the station booted successfully. Renamed the pyxis to the updated name on the server, rebooted, and verified that the station was communicating and functioning correctly and fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had reboot issue and was offline in rss. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.